Event description:
It was reported that the person with diabetes reported a kinked cannula. The patient inserted a new infusion set and resumed insulin delivery. She already disposed of the infusion set and did not have the lot number. The event occurred while in use with patient and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.